Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Nurse reported via phone call that they were trying to upload the insulin pump and received a battery out limit alarm. It was stated that the alarm could not be cleared due to the esc and act buttons not responding. The customer did not recall any significant events leading to the alarm. Blood glucose value was 280 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. Customer declined to replace the insulin pump.